Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. The complaint regarding the snapped cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forcep instrument cable snapped. It was unknown if a fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The were issues related to opening/closing of the grips. There were cables visibly protruding from the distal end of the instrument. Yes, there was protruding cable(s) one(s) that controls opening/closing of the jaws. Yes, there was protruding cable(s) one(s) that controls up/down motion of the wrist. The color of the cable was silver and it was full breakage and frayed cable. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if there was any loss of cautery associated with broken/loose cable. It was unknown there any signs of thermal damage at site of breakage. It was unknown if fragments fell inside the patient. No media available for review.